Manufacturer narrative:
It was reported that the patient underwent removal of vaginal sling and urethrolysis on (B)(6) 2011 due to pelvic pain and dyspareunia with urethral stenosis. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent urethrolysis and cystoscopy on (B)(6) 2007 due to urinary retention and urethral obstruction secondary to sling operation. It was reported that patient underwent sling removal on (B)(6) 2012 due to infections, pelvic pain and painful sexual intercourse. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent resection of gastric mass and incisional hernia repair on (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary tract infections, dysuria, hematuria, perineal abscess and voiding dysfunction.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient underwent a surgical procedure on (B)(6) 2007 and bard align was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.